Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of detachment of device or device component.

Event description:
It was reported that during a sacrospinous ligament fixation procedure, the device would not capture the suture and the suture broke where it connects to the dart. The procedure was completed with another capio slim device, and there were no patient complications reported.

Event description:
It was reported that during a sacrospinous ligament fixation procedure, the device would not capture the suture and the suture broke where it connects to the dart. The procedure was completed with another capio slim device, and there were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dart detachment. Block h11: upon receipt at our quality assurance laboratory, this capio slim device underwent a thorough analysis. Visual inspection of the device did not reveal any anomalies, although it was noted that the suture was not returned. Upon functional inspection, the carrier was able to move in and out, and the cage was able to catch the suture appropriately. Based on the information available and analysis results, the reported event of "cage failure to catch" was not confirmed though testing. Additionally, the reported event of "dart detachment" could not be confirmed because the suture did not return. A conclusion code of no problem detected was assigned to this investigation.